Event description:
Follow up information received from the healthcare professional confirmed that the lead replaced along with the implantable neurostimulator (ins) and that there was no specific complaint with the ins. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced pain on his side and back for about a year which started after he fell. The fall resulted in a broken lead and the patient's entire system was replaced.

Manufacturer narrative:
Product ID, 3093-28 lot# v400929, implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient, (B)(4).